Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, investigation of the returned unit, a review of labeling, and a search for similar complaints. The barcode reader and barcode label were received for investigation on (B)(4), 2011. On (B)(4) 2011, in-house testing was performed in efforts to duplicate the customer's issue using the barcode label pre-approved protocol, revision 01, and a reference cell-dyn 3200 instrument, sn (B)(4). Twenty barcode labels were attached to 20 tubes containing whole blood samples. The 20 barcode labels were run in the reference instrument using the reference barcode reader. The reference barcode reader read all 20 barcodes. The returned barcode reader was installed in the reference instrument and the same 20 test tubes with the same barcode labels were run. All 20 barcode labels were read correctly by the returned barcode reader. The returned barcode label was then run in the returned barcode reader and was read correctly as (B)(6). Diagnostics testing was performed with the reference barcode label and the returned barcode label. The reference barcode label passed 100% for background; however, the customer's barcode label was not read and diagnostics test results showed "no barcode". The returned barcode label was measured per the barcode label specifications outlined in the cell-dyn 2300 system operator's manual. The returned barcode label did not meet the 0.5 inch minimum bar length requirement; the specification of the returned barcode label was 3/8 inch. Tracking and trending identified no adverse trends for the reported issue. Based on the investigation, no product deficiency was identified for the cell-dyn 3200 related to the reported issue.

Event description:
The customer stated a cell-dyn 3200 analyzer misread the sample ID for one patient sample as 255 instead of 195. The customer reprinted the sid label and the cell-dyn 3200 again misread the label as 255. A cell-dyn sapphire in the same laboratory correctly read the label as 195. The barcode reader was replaced to resolve the issue. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.